Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result when using the cobas ® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas ® liat ® system. When compared to the results generated by genexpert cepheid, a different cobas® liat® system and ultraplex®. According to the customer, the initial test was performed using the cobas ® liat ® system generated sars-cov-2 positive. First repeat testing of the same sample using a different cobas® liat® and the genexpert cepheid system were negative for sars-cov-2. A second repeat of a new re-collected patient sample was then performed on the cobas ® liat ® system and the genexpert cepheid also generated sars-cov-2 negative. Later, the positive sample was confirmed on the ultraplex® system as a true positive and not a false positive. The results were reported to the patient and or medical personnel. No harm or injury is alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
The complaint allegation was not observed and non-conformance related to the customer allegation was not identified. Investigation did not identify a product problem related to the customer allegation. The most likely cause for the discrepancy observed was due to the sample having a low viral load due to a low titer or from laboratory contamination of the sample. The low viral load on this sample was near the limit of detection (lod) indicated by the sars-cov-2 CT of 36. Note that samples near or below the lod of the test may generate wavering results. Additionally, the lod differs significantly between the cobas® sars-cov-2 & influenza a/b test on the cobas® liat system and the cepheid genexpert. The lod for genexpert is claimed at 0.0200 pfu/ml. The scfa package insert indicates that the cobas® liat system sars-cov-2 lod is 0.012 tcid50/ml (0.0084 pfu/ml) which indicates being over twice as sensitive as the genexpert. Therefore, the cobas® liat system will detect sars-cov-2 when the viral load is low, where the genexpert requires a higher viral load in the sample for detection. As such, results with one assay may not be reproducible with a different assay. (B)(4).